Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fluid was spilled on console.

Manufacturer narrative:
Corrected sections: b5. Updated sections:b4, d9, g1, g3, g6, h2, h3, h4, h6- (type of investigation code, investigation findings code, investigation conclusion code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fluid was spilled on console. There was no patient involvement and no injury was reported.